Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Subsequently, the battery fully depleted and the pump powered off. The customer¿s blood glucose was 132-252 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.